Manufacturer narrative:
At this time, the lead remains implanted (capped) and is not available for return. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was a conductor fracture with this right ventricular (rv) lead identified through fluoroscopy, which caused out of range pacing impedances greater than 3000 ohms resulting in loss of capture. It was also noted that there were strips with oversensed noise that had pacing inhibition. The lead was surgically capped and abandoned, and an new rv lead was implanted. No additional adverse patient effects were reported.